Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a "delay of critical therapy." On an unspecified date at 0200, the device was programmed to deliver epinephrine 4mg/250ml, neo-synephrine 20mg/250ml, and levophed 16mg/250ml. No further programming parameters were provided. At 0830, the nurse noted that the bottom line on the display went blank. As a result, the nurse was unable to titrate the levophed as needed. After approximately 15 minutes, the device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact stated, "the md was notified of pump problem, no orders were received, there were no changes in vital signs," no medical interventions were required. During testing at the user facility, the customer stated, "confirmed bottom display blank. Rebooted display returned." Though requested, no additional information was provided.